Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false positive result. Negative on 2 repeat tests, negative pcr.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false positive result. Negative on 2 repeat tests, negative pcr.

Manufacturer narrative:
Section b2 has been deselected after being inadvertently selected in initial report.

Event description:
User reported false positive result. Negative on 2 repeat tests, negative pcr.